Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss could not be confirmed as the device was returned with both cuffs engaged into the needles. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported experience and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a coronary interventional procedure, suture placement was attempted in the right common femoral artery with a proglide device using the preclose technique. Reportedly, a cuff miss occurred. The sutures of two additional proglide devices were placed successfully using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 7f for the interventional procedure. The interventional procedure was completed and the two successfully placed proglide sutures achieved hemostasis. There was no adverse patient sequela. No clinically significant delay in the procedure was not reported. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.